Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
(B)(6) service and repair coordinator reported the 532.033 (small battery drive 14.4v battery) no longer holds a charge. Sales consultant later confirmed that the reported event occurred during orthopedic surgery. There was several minutes delay due to reported event. Another battery was used to complete the procedure. Procedure was completed successfully without any medical intervention required and without any harm to patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Power tools evaluation was completed on 06/23/2014. The reporter's complaint of "the (md100126) 14.4v small battery drive battery does not hold charge" could not be confirmed. The unit was tested and passed all manufacturing specifications. The lot# reported in the initial medwatch is the supplier lot#. The synthes lot number is 6400907.